Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018 the patient experienced redness on peg area. On (B)(6) 2018, the physician examined the patient and infection on peg area was diagnosed. The patient was treated with antibiotic cipro 500 mg 2x1 (po) and fucidin cream 1x1 (topical). The events are not recovered / not resolved.